Event description:
The following was published in the journal of interventional cardiac electrophysiology: association between the locations of non-pulmonary vein triggers and ablation outcomes in repeat procedures after cryoballoon ablation of paroxysmal atrial fibrillation by takamiya, tomomasa et al: november 2020. The characteristics of non-pulmonary vein (pv) triggers in repeat ablation after cryoballoon ablation for paroxysmal atrial fibrillation (paf) were examined. The study evaluated 119 patients undergoing a second ablation procedure for recurrent atrial tachyarrhythmia (ata) after cryoballoon pv isolation (cb-pvi) for paf. There were three complications; two cases of pericardial effusion requiring a pericardiocentesis and one case of sinus node injury with svc isolation. The patients were conservatively treated without long term sequelae.